Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Odor. Dyspareunia. It was reported that concurrent with mesh implantation the patient also had a laparoscopic bilateral salpingo-oophorectomy and a vaginal vault suspension to the sacrospinous ligament. After implantation, the patient experienced vaginal odor, pain, dyspareunia and persistent urinary incontinence.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse.